Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6). Both the initial and repeat results were reported outside the laboratory for each sample. While no specific root cause could be found, it is noted that magnesium and calcium are very sensitive to carry over issues, which could be caused by a defect of any probe or an insufficient cell rinse.

Event description:
The customer alleged questionable calcium (ca) and magnesium results on 8 patient samples. Of those 8 samples, 4 had discrepant calcium results that may have been reported outside the laboratory. For patient 1, the initial ca result was 2.94 mmol/l. The repeat result was 2.28 mmol/l. For patient 2, the initial ca result was 2.75 mmol/l. The repeat result was 2.25 mmol/l. For patient 3, the initial ca result was 2.74 mmol/l. The repeat result was 2.26 mmol/l. For patient 4, the initial ca result was 2.86 mmol/l. The repeat result was 2.37 mmol/l. It is unknown if any of the erroneous results were reported outside the laboratory. Clarification has been requested. None of the patients were harmed by any actions taken due to the erroneous results. The ca reagent lot number was 664418; the expiration date was not provided. The field service representative replaced the reagent and sample probes. The detergent and rinse levels for the cell washing were found to be off, so they were adjusted. Calibration and quality controls were run and were ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6). Both the initial and repeat results were reported outside the laboratory for each sample.